Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. A rising pacing lead impedance on the right ventricular lead was noted. No intervention was performed. Lead revision was discussed. The patient was stable.

Event description:
New information received notes the threshold trend was noted rising over time. Possibly calcium buildup. The lead was capped and replaced on (B)(6) 2019. No patient consequences were reported.